Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated: g3, g6, h2, h4, h6 and h10. Customer reported they were able to operate a different transducer indicating the root cause is due to the faulty transducer. Instruction for use (IFU) stated the transducer has a validated lifetime of 100 reuses, the number of uses by the customer is unknown. However, over usage of the transducer could have contributed to the failure. As stated on the IFU (instruction for use) : caution: the cyberwand transducer has a validated lifetime of 100 reuses. Device history record was reviewed and showed the product met all specifications upon release. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
Device was evaluated. Inspection found no tune due to faulty transducer. In addition, the nose cone on the device was found missing. Device is non repairable. Customer was informed about the inspection and was advised that the device is non repairable. Device returned unrepaired. Based on evaluation findings the reported failure was found to be due to faulty transducer. The root cause of the failure is unknown. This report will be supplemented accordingly following investigations.

Event description:
It was reported that the device probe was not working, when try to tune, there is no display, just three (3) little lights. The user tried another transducer and was noted to be working. Lot number of the transducer used not provided. The issue occurred during preparation for use. No patient involvement, no user injury reported.